Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The power on reset parameters were: partial reset counter equals 1, firmware reason hex=0004. Write data for reset reason code equals an illegal operation code interrupt occurred, write date reason equals 20 on (B)(6) 2012.

Event description:
It was reported that the device had a partial reset and was in "backup mode." It was also reported that the patient was receiving radiation treatment when the reset occurred. The device was manually reset and remains in use. No patient complications have been reported as a result of this event.